Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm and the act button did not respond. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to verify the compromised force sensor system alarms or perform the prime test due to the motor error alarms. Unable to perform the unexpected restart error test, prime, excessive no delivery or occlusion tests due to the motor error alarms. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.